Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: half of the blue tip and the wire tip came off the 5mm bladeless trocar during insertion. The 2 pieces were retrieved laparoscopically. A bigger wound was not made to retrieve the pieces. It took an hour to retrieve the pieces from the pt. The trocar was being used by a registrar. No internal injury was caused to the pt. Pt outcome: fine.